Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited oversensing of noise during an atrial arrythmia and that the left ventricular (lv) lead capture thresholds had increased. Technical services (ts) analyzed device episode data and found noise and oversensing on both right atrial (ra) lead and right ventricular (rv) lead channels. This resulted in inappropriate stored episodes and mode switching with potential pacing inhibition. The lv lead capture threshold was observed to be 5.0v. Multiple occasions of lv pacing impedance greater than 3000 ohms were also found. Ts provided troubleshooting advice including in-clinic patient testing to attempt to recreate the noise. The three leads were determined to be non-boston scientific products. No adverse patient effects were reported. Currently, this crt-p system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited oversensing of noise during an atrial arrythmia and that the left ventricular (lv) lead capture thresholds had increased. Technical services (ts) analyzed device episode data and found noise and oversensing on both right atrial (ra) lead and right ventricular (rv) lead channels. This resulted in inappropriate stored episodes and mode switching with potential pacing inhibition. The lv lead capture threshold was observed to be 5.0v. Multiple occasions of lv pacing impedance greater than 3000 ohms were also found. Ts provided troubleshooting advice including in-clinic patient testing to attempt to recreate the noise. The three leads were determined to be non-boston scientific products. No adverse patient effects were reported. Currently, this crt-p system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.